Event description:
It was reported via repair work order that the head section would not lock in the transport position which could potentially cause an unstable cot upon loading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.